Event description:
The MFR's rep reported that the pump was removed due to battery depletion; the catheter connector was also replaced at that time. The pt had been receiving 600 mcg/day, but over the last 6 months had not been experiencing good therapy, so the dose was slowly increased to 1150 mcg/day. No dye study was done prior to the pump being replaced. It is believed that there was either a kink or a leak at the old catheter connector and when this was replaced with a new one, the proper flow was established.

Manufacturer narrative:
Final analysis of proximal piece 2.5 cm and straight pump connector reveals the catheter piece has a hole that is located at the end of the pump connector metal pin.